Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a blood back. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. A getinge field service engineer (fse) replaced blood affected parts pneu component (0103-00-0398-01), tubing (0008-00-0312), assy crm (0997-00-0986-01), and safety disk (0997-00-0985-01). Performed full functional and safety tests. All tests pass. Returned to the customer and cleared for clinical use.

Event description:
N/a.